Manufacturer narrative:
Additional information was received that the patient experienced complete heart block (chb) postoperatively. The patient was found to have congestive heart failure (chf) exacerbation which was found to be related to the progression of the pulmonary embolism. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, whole closing the access artery, the patient became hypotensive and experienced ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated and the patient was put on bypass. Transesophageal echocardiogram (tee) showed no left ventricle function and angiogram demonstrated poor flow to the left main coronary artery (lmca). The lmca was well below the skirt of the valve but it was felt the skirt was probably compromising the sinotubular junction. The procedure was converted to an open procedure and a non-medtronic valve was successfully implanted. No other complications were reported.

Manufacturer narrative:
Expanded event information was received that transesophageal echocardiogram (tee) showed no left ventricle function and the angiogram demonstrated poor flow to the left main coronary artery (lmca). The lmca was well below the skirt of the valve but it was felt the skirt was probably compromising the sinotubular junction. (B)(4).

Manufacturer narrative:
Additional information was received that one day postoperative the patient developed right bundle branch block (rbbb). Seven days post implant, the patient required a permanent pacemaker implant. No further adverse patient effects were reported. (B)(4).

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve was positioned too high, resulting in an occlusion of the left coronary artery. The patient wsa converted to an open-heart procedure, and the valve was explanted and replaced with a non-medtronic replacement heart valve. No subsequent complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was not reported whether the device will be returned for analysis. Additional information has been requested. (B)(4).